Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to verify the unexpected restart alarm, button/keypad anomaly or perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the blank display anomaly. Moisture damage was found on the motor also. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received unexpected restart alarms. The customer reported that the buttons were unresponsive. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that the unexpected restart alarm was recurring. The insulin pump will be returned for analysis.